Manufacturer narrative:
It was reported by the hospital contact that the surgeon failed to recapture the coil (cdx18031230/c32452) due to stiff recapture system. It was initially reported that the product will be returned for analysis. Limited information was received. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the coil was returned unsheathed with unreported entanglement, stretching and compression. The proximal section of the coil was stretched. Two damaged sections are the mid-section and near the distal section of the coil. The device positioning unit (dpu) and coil was returned completely outside the sheath. Located off the proximal end and measured from the apex are unreported severe bends to the core wire at 38.0, 127.5, and 161.5 all in centimeters. A complete inspection of the introducer sheath found no mechanical sheath damage or a protrusion site opening on the skive. No manufacturing defects were found. The circumstances of how and when all the above unreported damage to the device occurred cannot be determined. The complaint of the resheathing difficulty is confirmed. The root cause of the resheathing difficulty cannot be determined as no damage was found to the sheath or skive, however the coil exhibits proximal stretching which is normally indicative of the coil damage from protruding through the sheath. The most likely contributing factor to the resheathing difficulty may have occurred due to end user mishandling which may have caused the dpu and coil to protrude completely outside the sheath. In this condition, resheathing the coil cannot be performed. The primary contributing factor may have occurred if the coil was being resheathed in a manner different than the one outlined by the IFU. If this did occur then for optimum product performance and to prevent potential complications, the IFU recommends, ¿when necessary, the codman microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer. Fig. 6: pulling back the dpu wire hub connector¿¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. (B)(4).

Event description:
It was reported by the hospital contact that the surgeon failed to recapture the coil (cdx18031230/c32452) due to stiff recapture system. It was initially reported that the product will be returned for analysis.